Event description:
A company representative reported the patient, who is new to the insulin infusion device, spilled insulin in the cartridge compartment. On follow up with the patient, she stated only a small amount of insulin spilled into the compartment and she was able to dry it out. She stated she did not first retract the piston rod and did not have the infusion set tubing attached to the adapter which caused the spill. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.